Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio test strip vial was damaged. The complaint was classified based on the customer service representative (csr) documentation. It is not known when the patient became aware of the alleged damaged vial. The patient informed the csr that she was unable to close the lid due to the reported issue. It is not known how the patient manages her diabetes or what action, if any she took in regards to her usual diabetes management regimen as a result of the alleged issue. However, the patient reported that an unknown time after she became aware of the alleged issue she developed symptom of anxiety. The patient denied receiving medical treatment. At the time of troubleshooting, the patient was unable to provide information as to where the damage to the vial was located. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom does not meet lfs' serious injury criteria, nor did she receive any medical intervention due to the reported issue. However, this complaint is being reported as a malfunction because the alleged issue remained unresolved at the time of troubleshooting.